Manufacturer narrative:
The device has not been returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The pipeline stuck at the distal part of the catheter during re-sheathing. The ped2-425-20 was reported to have been deployed in a straight segment to open the ptfe-sleeves. The pipeline device was deployed but in the last third of the proximal end the ped didn't open. They re-sheathed, and torqued, tried to pull more and wait but nothing happened. After these maneuvers the pipeline became stuck in the phenom 27 distal part. There were no patient symptoms or complications associated with this event. The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed continuously with heparinized saline. The patient underwent embolization treatment for already coiled saccular wide neck aneurysm located in internal carotid in a straight segment supra-ophthalmic. Neck size 10mm, landing zone 3.1mm distal, 3.6x4.7mm proximal. The vessel was normal tortuous. The patient was treated with a competitor device.

Manufacturer narrative:
The pipeline flex with shield was returned partially stuck outside of the catheter tip. For further examination, the pipeline flex with shield was then pushed out from the catheter lumen without issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid fully opened and moderately frayed. No blood was observed on the returned device. Based on the analysis findings, the returned pipeline flex with shield was partially stuck at distal tip of the catheter. No damages were found with the pusher and catheter. However, the distal and proximal ends of the pipeline flex shield braid were fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Regarding to the ¿failure to open at the proximal¿ issue, the customer complaint was not confirmed as the distal and proximal ends of the pipeline flex shield braid was fully opened and moderately frayed. It is possible that the ¿damaged braid¿ may have contributed to the reported issues. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damages and irregularities during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.